Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
Additional information received indicated that using a torquer to deliver devices did not help due to the tortuous vessel with high plaque burden. The radio-opaque segment of the viperwire was left in the patient. The patient had a procedure the following day to remove the radiopaque section of the viper wire.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of a 99% stenosed, heavily calcified, non-tortuous lesion in distal right coronary artery (rca) via femoral approach. There was difficulty wiring and delivering devices and using a torquer did not help. A non-csi/abbott catheter was in place and a non-csi/abbott guidewire had crossed the lesion. The viperwire advance guidewire was advanced to the lesion and the non-csi/abbott guidewire was removed after the viperwire had crossed the lesion. Angiographic images showed no complications. When the oad was advanced to the lesion, the viperwire did not provide enough support. The non-csi/abbott catheter was repositioned and the oad was successfully advanced to the lesion. Two low-speed, proximal-to-distal treatments were performed with appropriate rest in between. While repositioning the oad for additional treatment, the viperwire kept coming back. The physician tried to advance the viperwire using the oad control knob, but the viperwire seemed to loop/prolapse/buckle and stopped advancing meeting resistance. The physician continued to spin even though the guidewire retracted. The oad was removed and the viperwire was left in position to deploy a 2.0 x 12 abbott trek balloon. Images after balloon angioplasty showed no complications. Upon removal of the viperwire, fracture was observed. The physician was unaware of the viperwire fracture until this point. It is unknown if there was wire bias or if the oad crown jumped prior to viperwire prolapse/buckling. A fragment of the viperwire was left in the patient and the angiographic images confirmed that the viperwire left in the postero-lateral artery (pla) did not block distal flow. The patient was stable after the procedure and discharged without further complications.